Event description:
As reported by the legal brief, in approximately 2013, patient underwent a left total knee replacement and was implanted with an optetrak device, then in approximately 2014, patient underwent a total right knee replacement and was implanted with an optetrak device. In approximately 2019, patient underwent a bilateral knee revision surgery with a truliant poly exchange and extensive synovectomy. Upon information and belief, patient requires revision surgery for issues including but not limited to polyethylene wear, bone loss, osteolysis, instability, and/or component loosening. As a direct, proximate results, patient has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort, gait impairment, poor balance, difficulty walking, component part loosening, soft tissue damage, bone loss; and other injuries presently undiagnosed, which all require ongoing medical care.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
Correction- after investigation it was discovered that this is a duplicate complaint. All follow up/new information will be reported under MFR # 1038671-2022-00094